Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain and infection. Pt has undergone several aspirations of the liquid at the knee and an infiltration of cortisone.